Event description:
Caller reported that pump battery was depleting too quickly, which led to a pump shutdown. The customer¿s blood glucose was 550 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.